Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and that the pump experienced an unexpected reset. There was no reported adverse impact to the customer's blood glucose level. The customer will continue to use current pump for insulin therapy; however, a replacement pump was sent.